Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the spinal cord stimulator (scs) stopped working and was not charging after the pain pump surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that it was unknown if electrocautery was used during the pain pump surgery.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the spinal cord stimulator (scs) stopped working and was not charging after the pain pump surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that there will be no information could be obtained. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was also reported that the spinal cord stimulator (scs) stopped working and was not charging after the pain pump surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual(B)(4)).